Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the raw material device history record revealed this lot met all specifications with at time of acceptance. No nonconformances were noted. The raw material met all dimensional and visual criteria at the time of release with no nonconformances documented.

Event description:
On (B)(6) 2012 the patient was implanted with a tibia plate and ten screws. It is reported a fasciotomy was performed during the implant procedure. The patient developed an infection on unknown date. On (B)(6) 2012 the patient returned to the or for hardware removal. Irrigation and debridement were performed. All hardware was intact. This is 1 of 11 reports for this event.